Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. It has been reported that the depuy acetabular devices were implanted with competitor manufactured femoral devices. This is not recommended and is considered off-label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Approximately one week post-op from tha, patient dislocated for unknown reason. In addition to the depuy acetabular implants, the patient had (B)(4) femoral components. The surgeon stated that large stature (the patient was (B)(4)" with a huge amount of offset) may have been an issue contributing to dislocation due to not being able to get adequate offset. The surgeon stated that the patient was put through appropriate range of motion tests in the original surgery and was deemed stable at that time. The liner and head were exchanged at the time of revision.